Event description:
The patient was assisted on to the treadmill. The harness system was elevated and secured. Upon attempting to calibrate the system, there was no response from the machine. In an attempt to reset and retry, we disconnected and tried to lower the harness system, however it would not descend fully to the floor level. Assistance was obtained from other therapists at the clinic and the device was not able to be lowered. After problem solving the safest way to exit the machine, the patient was assisted onto a step and over the harness railing with the assistance of five therapists to ensure safety. The patient was safely assisted out of the machine/treadmill without incident or complaint. The patient's spouse was present throughout. The patient was able to resume therapy without incident, further pain, and other complaints on that day or on subsequent treatments. Per MFR's response to the hospital, the cock pit latch broke. The treadmill needed a system upgrade which included replacement of the latch.